Event description:
Caller tested 2.2 inr on the coaguchek s system and 3.0 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The incident occurred in (B)(6). Caller did not provide product information for the coaguchek s system.

Event description:
Pt status post acf three (3) level plate and screw implantation, c4-5, c5-6, c6-7, returned to surgeon for three (3) month post op visit. An x-ray taken showed the left superior screw backing out of the plate. Surgeon noted the pt was asymptomatic. The hardware has not been removed. This is three of three reports for this event.